Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plastic particulate that appeared to be less than 1mm in diameter was inside an intravia container 250 ml capacity. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.